Event description:
A deceased person was found in a deserted doctor's office with a plastic bag over their head with n2o gas tube and assembly (probe removed) from a cryosurgical unit inserted in the plastic bag.